Event description:
The customer reported that during a total colectomy, while cutting ton the thick, hard tissue, the knife blade jammed and the jaws of the device could not be reopened while the device was applied to tissue. The surgeon use monopolar diathermy in order to free the patient tissue form the device. There was no injury to the patient.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.